Manufacturer narrative:
G4: 12may2020, b4: 13may2020. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test. The gds assembly was returned to failure investigation (fi) for evaluation. Unit received without (data acquisition board) daq board and o2 valve. Visual inspection revealed no anomalies. Install returned gds onto known good test unit. Boot unit in normal operation mode and check for alarms and errors. The ventilator remained operational with no errors detected. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Customer complaint regarding pressure accuracy was not verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jan2020. B4: 23jan2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to check o-rings and the (data acquisition) da or (motor controller) mc may be faulty and to try swapping with another unit. The customer recently replaced the flow sensor assembly and issue persists. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported pressure regulation high error found during pm (preventative maintenance). Upon disconnecting the proximal line, the unit alarms. There was no patient involvement.